Manufacturer narrative:
As received, a partial lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead found no anomalies with the exception of damages consistent with procedural damage. The reported events of noise, oversensing, high capture threshold, and high pacing lead impedance were not confirmed.

Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a follow-up in clinic, there was noise resulting in oversensing noted on the right ventricular (rv) lead. The pacing lead impedance (pli) and capture threshold were also increased. The lead was explanted and replaced, and the patient was stable with no consequences.